Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet solent omni catheter was selected for a thrombectomy procedure in the lower limb. The device was inserted into the patient and aspiration was started; however a "catheter full of saline" error message was displayed. The physician adjusted the device several times but message remained. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of solent omni thrombectomy system and no other devices. The pump, shaft, and tip were microscopically examined and no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. It was observed that there were numerous bends in the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet solent omni catheter was selected for a thrombectomy procedure in the lower limb. The device was inserted into the patient and aspiration was started; however a "catheter full of saline" error message was displayed. The physician adjusted the device several times but message remained. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.